Event description:
It was reported during a meeting with the patient to reprogram the patient's scs system, the patient stated she does not feel any stimulation when she turns her head. Reprogramming did not resolve the issue, and multiple lead contacts showed invalid impedances. X-rays taken did not show any anomalies. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.